Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The device was visually inspected and no part of the balloon was missing. An attempt was made to inflate the balloon with a 60cc syringe in an alliance gun. The balloon would not inflate and would not hold pressure. A stream of water exited from the catheter. Under magnification a split in the catheter approx 2mm long was observed. The split was approx 53cm from the hub. There was a small kink in the catheter adjacent to the split. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Per the report, lubrication was not applied prior to insertion which is against the stated intended use. Another potential contributing factor for this report is negative pressure not being applied prior to advancement. The instructions for use caution the user that negative pressure is mandatory to maintain balloon integrity. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Per the report, negative pressure was not applied prior to advancement which is against the stated intended use. The instructions for use for the qbid states: " this device is used to dilate strictures of the biliary tree. Do not use this device for any purpose other than the stated intended use. "Per the report a qbid-1 was used for inflation of this device with is against the instructions for use for the qbid-1. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement or removal from the endoscope accessory channel. Prior to distribution, all hercules 3 stage esophageal-pyloric-colonic wireguided balloons, are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility, involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The device was used for esophageal dilatation. First, esophageal dilatation was successfully performed with the complaint device and the catheter was removed from the endoscope. Because the physician judged that re-dilation was needed, the balloon was inflated with saline outside pt's body. The balloon inflated without difficulty but when the balloon was deflated, air came in. The balloon was inflated again (outside the pt's body) and they confirmed that saline leaked from the catheter. No section of the device detached inside the endoscope or pt. The physician stated that the wire guide had been removed after the first dilation. Meanwhile, the wire guide was inserted again when balloon inflation was being performed outside of the pt's body. Another MFR's device was used instead and the procedure was completed with no problem. A section of the device did not remain inside the pt's body. The pt did no require any add'l procedures due o this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.